Manufacturer narrative:
H4: the lot was manufactured between march 23, 2023 to march 27, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1:(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor over-infused the medication during patient infusion. The expected therapy time was 72 hours; however, the infusion finished earlier at 62.5 hours. The device was filled with endostar solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.